Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2021-04303. Related manufacturer report 1627487-2021-16699. Related manufacturer report 1627487-2021-16700. It was reported that the anchors was eroding through the skin. The leads and anchors were explanted. Patient was stable.